Event description:
Customer alleged a splash was stuck in the casing. They were able to remove it, but after trying to use it for an exchange we noticed that the back end had sheared and the hydrophilic coating was hanging off the tip. No patient injury or additional intervention was required.

Manufacturer narrative:
The suspect device was not returned for evaluation. A follow-up will be submitted when the evaluation is complete.